Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's was stuck at invalid password screen. A technical support specialist (tss) advised the customer to perform a hard reboot and confirmed the functionality with the customer to resolve the issue. The system functioned as intended after the technical support specialist instructed the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on a black screen with a blue box displaying "invalid password". However, there were no delays or adverse events or injuries reported based on this event.